Event description:
The customer contact reported the device touchscreen will not respond. The device was returned to the biomedical department from an unspecified nursing unit with a report of an error. No specific details were provided. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device did not pass the touchscreen test. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing at the user facility, the device did not pass the touchscreen test. This is due to the touchscreen. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.